Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f9 alarm (slide clamp alarm) on channel 1 was identified during functional testing and the review of the alarm log. It was determined that the slide clamp assembly or sensor board was damaged. The cause was not determined. To correct the condition, the flo-gard infusion pump was swapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have f9 alarm (slide clamp alarm). No additional information is available.